Manufacturer narrative:
The device history record review investigation for the product conmed 5mm automatic clip applier, lot #73e1400037 did not show issues related to the complaint. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: the clips were not loading properly. The patient condition is fine.